Event description:
A nurse reported that during phacophagia and silicone removal surgery a sudden loss of infusion/aspiration occurred and four system messages were displayed. It occurred at the end of silicone removal, when surgeon had just ended the step of silicone removal and had removed the syringe from the trocar. Infusion line was still in pt's eye and surgeon only had scleral closure left when they heard a big noise coming from the machine. They had no more infusion coming out of the machine, pt's eyes was starting to deflate, and surgeon had to manually (with a syringe) inject viscoelastic in pt's eye a sufficient intraocular pressure (iop) to allow scleral closure. Surgeon did not know if the device or contributed to the event. The affected eye was the left eye. Add'l info has been requested, but not received to date.

Manufacturer narrative:
A service visit was performed and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested, but not received to date. (B)(4).